Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads and missing end cap sticker. No cracked on lcd screen noted.

Event description:
It was reported the customer had cracks around their insulin pump's screen. The customer could not recall how the damage had occurred. The customer also stated the damage was located on the lcd screen and the reservoir compartment. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's blood glucose was 11.3 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).